Manufacturer narrative:
Device expiration date: n/a. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra fine¿ pen needle was no longer on the pen after the costumer removed it from the injection site. She is not sure if the needle remained in her, and has not felt any pain. The customer said they may seek attention. There has been no report of medical intervention.